Event description:
It was reported that during a da vinci-assisted surgical procedure, the external iliac artery was injured, resulting in severe bleeding. The bleeding occurred before the start of a myomectomy. The surgeon did not know the cause of the bleeding which was unexpected. The estimated blood loss due to this complication was at least 8 liters of blood. Intervention performed to control or resolve the bleeding included interventional radiology stent placement. Blood transfusions were administered, with more than 15 blood bags and 9 perfluorocarbons (pfcs) provided. Additionally, the customer indicated that during the case, a fenestrated bipolar forceps (fbf) instrument had an unspecified coagulation failure. The customer performed troubleshooting by replacing 3 bipolar cables. However, it is unclear if the replacing the cables resolved the coagulation failure. The surgeon mentioned that the coagulation issue contributed to the bleeding and as a result, the procedure was converted to laparotomy. The patient is currently in intensive care.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.